Event description:
It was reported that during a gastric bypass procedure, the device was leaking air. They could hear the leaking from the device, coming through the housing when torque was applied. More air was leaking from the camera port, especially while looking up towards the stomach. Another insufflation machine was wheeled into the room and was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.